Event description:
Facility alleges blood leaks during dialysis secondary to cracked header. Rn reports ebl 7100cc. 17th reuse. Pt restarted with another dialyzer. No further medical intervention required.